Manufacturer narrative:
A distributor engineer was at the customer site to address the reported issue. The field engineer cleaned the system sample arm and performed impass sense adjustment to resolve the issue. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 02jan2019 to aware date 02feb2020. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [4017] spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The probable cause of the issue is attributed to dirty sampling arm and impass sense needed adjustment. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A distributor stated the customer reported receiving error 4017 spec.sy clog detected on the aia-360 analyzer. A distributor engineer was dispatched to address the reported issue, which resulted in delayed reporting of estradiol (e2), intact parathyroid hormone (ipth), prolactin (prl), progesterone ii (prog ii), and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.